Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the customer experienced system error code #25589 when starting the system and the led on the system camera arm was red. An isi technical support engineer (tse) attempted to troubleshoot the issue and had the customer power cycle and power off the system, however, the system would not boot up normally despite numerous attempts. The tse then had the customer attempt to deactivate the system camera arm, however, system error code #45049 appeared during every attempt. The pt was under anesthesia for approximately 40 mins when the surgeon decided to convert to laparoscopic techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
Conclusions - the investigation conducted by field service engineering concluded that system error codes #25515 and #45049 experienced by the customer were associated with the remote arm controller (rac). The rac consists of give printed circuit assembly (pca) boards which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #25589 indicates that the rac brakes failed the brake voltage test, which is performed during power up. System error code #45049 indicates a communication error related to the error codes viewed by the customer. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". The rac was returned to isi for failure analysis investigation. Engineering found three pins with cold solder, thus affecting the electrical connection and generating system error code #25589 experienced by the customer. Engineering concluded that system error code #45049 was displayed as a result of the flood of error messages caused by system error code #25589. As of 2008, there have been no reported recurrences of the issue at this hospital.